Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had decreased stimulation coverage, the stimulation no longer reached the right lower extremity, and the patient stopped charging and utilizing the device as they did not have adequate relief and the charging process was uncomfortable. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the date and time for the most recent interrogation prior to the event was (B)(6) 2017. Interventions taken included suspending the therapy as of (B)(6) 2018, and the patient was instructed to schedule an appointment when manufacturer representatives were in the clinical. It was noted that the event was ongoing as of the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had decreased stimulation overage to their right lower extremity as of (B)(6) 2019. They were reprogrammed on (B)(6) 2019 and the issue was noted to be resolved without sequelae on (B)(6) 2019.

Event description:
Additional information was received from the healthcare professional (hcp). They clarified that the patient had increased pain secondary to the decreased stimulation coverage. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the issue was resolved without sequelae on (B)(6) 2018. It was noted the device was reprogrammed and charger the patient¿s stimulator on (B)(6) 2018. The hcp noted the patient had resumed utilizing the device and did not complain about charging. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient¿s therapy was suspended on (B)(6) 2018. The cause of the discomfort when recharging and loss of stimulation was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 7th reported the event was not due to programming. There were no further complications that have been reported as a result of this event.